Manufacturer narrative:
The referenced of the patient's pump exchange was reported under MFR# 2916596-2018-02341. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented on (B)(6) 2018 after lvad exchange and was found to be profoundly vasoplegic. The patient was intubated on (B)(6) 2018. The patient received high doses of pressors after or on (B)(6) 2018 status post methylene blue administration. On (B)(6) 2018 the patient had chest closure procedure and nitric oxide was stopped on (B)(6) 2018. Milrinone was stopped on (B)(6) 2018. Norepi and epi had been discontinued, prior. On (B)(6) 2018, veletri was stopped. On (B)(6) 2018 the patient¿s central venous pressure (cvp) was 20 mmhg. On (B)(6) 2018, t bilirubin was at 3.4. A transthoracic echocardiogram (tte) on (B)(6) 2018 revealed residual volume right ventricle dilation and mildly to moderate right ventricular (rv) dysfunction. On (B)(6) 2018, jugular vein distention (jvd) was greater than 10. The patient was extubated on (B)(6) 2018. The patient experienced neurologic dysfunction the day after lvad implant and the concern of abnormal neuro activity per myoclonic movements and roving eye movement. On (B)(6) 2018, a stroke code was called for dysconjugate gaze. An electroencephalogram (eeg) showed concern for lidocaine toxicity so lido drops were discontinued. Cts were performed on (B)(6) 2018. All negative. Eeg showed encephalopathy. Neuro consult signed off on (B)(6) 2018. Patient is stable post closure though has arrhythmia that are likely in part secondary to pacemaker. Direct current cardioversion shock was delivered manually because the patient had ventricular tachycardia (vt) 130-140bpm. An implantable cardioverter-defibrillator (ICD) parameters were adjusted. However, later that day, "about 1842, patient went into vt and ICD was not shocking patient out of vt therefore many medication changes were made including a bolus of both fentynl and amiodarone. Additionally, precedex drip was increased to 1.2 mcg/kg/ per hour. Patient was cardioverted once with 200 jolts. Magnesium sulfate and 1-gram calcium gluconate was administered. The patient was transitioned to amio drops but had an increase in vts and qt overnight, so it was recommended on (B)(6) 2018 that seroquel be discontinued. Types of treatment included prolonged hospitalization; changes to medication and cardioversion. Low pulsitile index (pi) were associated with the subject's vts. On (B)(6) 2018, the patient¿s sputum sample grew light growth of candida. The patient was diagnosed with right lower lobe (rll) hospital acquired pneumonia and was given zosyn from (B)(6) 2018 to -(B)(6) 2018. New infiltrates on (B)(6) 2018, increased secretions, decreased systemic vascular resistance (svr), febrile. Specifically, lab result was light growth of candida albicans / dubliniensis. Vanco started (B)(6) 2018 for hap.penicilin was also given (B)(6) 2018 to (B)(6) 2018 but this was considered prophylactic. Micafungin was given once prophylactically, but this was on (B)(6) 2018, prior to the culture. Light growth of candida was the (B)(6) 2018 result. On (B)(6) 2018 it was reported that both great toes slightly purple on distal plantar surface only. The patient¿s toes getting worse per a wound assessment. On (B)(6) 2018, a wound assessment said, "bilateral toes appear to be due to ischemia, question pressors a (B)(6) 2018 electronic medical record (emr) note described as a result of the lvad exchange on (B)(6) 2018 procedure, most likely from the use of vasopressors. The patient developed gangrene of both great toes. On (B)(6) 2018 a vascular surgery notes explained, the gangrene was the result of microemboli when the patient was off anticoagulation. On (B)(6) 2018 a toe amputation at the level of the ip joint was performed. The operation notes indicated there are no signs of obvious infection. There is no odor or drainage. A cam boot was used after this surgery until about (B)(6) 2018. No additional information provided.

Manufacturer narrative:
Section d4 and h4: correction.

Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between the device and the reported adverse events could not be determined through this evaluation. It was reported that following the patient¿s pump exchange on (B)(6) 2018, he was found to be profoundly vasoplegic and was treated with methylene blue, high doses of vasopressors, nitric oxide, inotropes, and vasodilators. A tte on (B)(6) 2018 revealed right ventricle (rv) dilation and mild to moderate rv dysfunction. The right heart failure reportedly resolved without sequelae on (B)(6) 2018. Additionally, the day following the exchange (B)(6) 2018), the center was concerned for neurologic dysfunction per myoclonic movements and roving eye movement. On (B)(6) 2018, a stroke code was called for dysconjugate gaze; however, CT scans performed on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018 were all negative for stroke. Moreover, an eeg showed encephalopathy and concern for lidocaine toxicity so lidocaine treatment was discontinued. The neurological issues reportedly resolved without sequelae on (B)(6)2018. It was further reported that the patient was stable post chest closure but experienced arrhythmias that were likely in part secondary to his pacemaker. He had ventricular tachycardia (vt) and underwent cardioversion and adjustment of his ICD parameters. However, he experienced further vt which was not fixed by the ICD. The center made several medication changes, including the addition of antiarrhythmic medications. It was noted that the patient¿s vt was associated with low pi values, which increased following treatment. The arrhythmias reportedly resolved without sequelae on (B)(6)2018. On (B)(6) 2018, the patient¿s sputum sample grew candida. He was diagnosed with right lower lobe (rll) hospital acquired pneumonia and was treated with multiple types of medications, including parenteral antibiotics. The infection reportedly resolved without sequelae on (B)(6) 2018. Information provided indicated that the patient also experienced respiratory failure following the pump exchange and required prolonged intubation. The respiratory issues reportedly resolved without sequelae on (B)(6) 2018 and the patient was extubated. No alarms or functional issues with the lvas were reported in association with the events. The patient remains ongoing on (B)(6). The heartmate 3 lvas IFU lists right heart failure, other neurological event (not stroke-related), cardiac arrhythmia, infection, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.